Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. The product remains implanted. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info by phone, fax, and mail. A completed questionnaire was received on (B)(4) 2014. (B)(4).

Event description:
A surgeon called to report that one week after an intraocular lens (iol) implant procedure, the pt reported in horizontal line of disruption in her vision that interfered with driving at night. One month later during a dilated exam, the surgeon noted that the iol had an internal horizontal line of haziness. In a follow up the surgeon reported the event continues, but the pt is hesitant to have additional treatment.